Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: st. Jude medical transseptal needle (model# unknown, lot# unknown). Manufacture ref no: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent a 3rd ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter stsf and suffered cardiac tamponade requiring pericardiocentesis, blood transfusion and surgery. It was also reported that a pseudoaneurysm was noticed requiring emergency block support, polytransfusion and 30 min of cec (extracorporeal circulation). During ablation phase, while blocking the mitral line, cardiac tamponade was confirmed. Pericardiocentesis and blood transfusion were performed. The patient remained hemodynamically unstable and a sternotomy was required to repair the effusion. When looking back at the CT scan of the patient, it was noticed what could have been a pseudoaneurysm on the mitral isthmus. Emergency block support, polytransfusion and 30 minutes of cec (extracorporeal circulation) were required for suturing a wound at the level of an aneurysmal zone of the heart cross that was non-suturable due to bleeding. The patient required extended hospitalization in the cardiovascular intensive care unit (cvicu) for surgery recovery. The patient was then extubated and reported to be in stable condition. Patient¿s outcome is unchanged. The 3rd procedure and a redo ablation of the mitral line which had already been done at the last procedure were cited as factors that might have contributed to the adverse event. The physician was not sure of where the tamponade came from, but it happened during ablation. It is not known whether this pseudoaneurysm was caused by the previous ablations or not. There were no error messages observed on any bwi equipment during the procedure. Transseptal puncture was performed with a st. Jude medical transseptal needle and an unknown sheath. A bwi preface sheath was not used during the procedure. The generator was in power control mode at 40 watts with a temperature cut-off of 43 degrees celsius. The overall time for ablation and the last ablation cycle time are unknown. The power did not titrate during the ablation. The ablation parameters were checked when the adverse event occurred and had no temperature rise, no impedance rise, and no contact force rise on any of the ablation sites. When the stsf catheter was retrieved from patient¿s body, there were no anomalies observed on it. The catheter irrigation flow was set at 15ml/min. It is unknown if the patient received anticoagulant during the procedure. The shaft proximity interference spi value is unknown. The stsf catheter was not in close proximity to another catheter and it was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit piu. The carto 3 system did not indicate to re-zero the catheter. The force visualization features that were used included dashboard, vector and visitag. The parameters for stability used with the visitag module were mm over 3 seconds. The additional filter used with the visitags was minimum force of 3gr % of the time. The color option used retrospectively was ablation index.

Manufacturer narrative:
It was reported that a 62-year-old patient underwent a 3rd ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter stsf and suffered cardiac tamponade requiring pericardiocentesis, blood transfusion and surgery. On 1/18/2019, the biosense webster inc. (Bwi) product analysis lab (pal) received the device for evaluation. The catheter was inspected and found in good normal condition. The investigational analysis completed on 1/30/2019. The device was visually inspected and it was found in good condition. The magnetic sensor was tested on carto and the catheter was properly visualized. No errors were observed. The force sensor was tested and it was found to be working properly. The force values were observed within specifications. Electrical tests were performed on the catheter and it was found within specification. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Irrigation and deflection tests were performed and it was found within specifications. The catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) state that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacture reference no: (B)(4).

Manufacturer narrative:
The event date of: (B)(6) 2018 reported in the initial was incorrect. Additional info was received on (B)(6) 2018, indicating that the event date was (B)(6) 2018. Corresponding fields of this report have been updated. Manufacture reference no: (B)(4).